Event description:
Per the clinic, the patient experienced an infection at the implant site and underwent a revision surgery on (B)(6) 2015, to clean the site. Subsequent to the revision surgery, the patient experienced a performance decrement with device use.

Manufacturer narrative:
(B)(4). Implanted device remains.